Event description:
It was reported that the patient experienced ineffective therapy due to lead migration after a fall and could not enter MRI mode. As a result, the patient underwent surgical intervention on (B)(6) 2022 to have their leads replaced. Patient now has effective therapy. Related manufacturer reference number: 3006705815-2022-18226.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.